Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and bileaflet tethering. A mitraclip xtw was inserted and deployed on the mitral valve. However, while establishing final arm angle (efaa) second lock check, noticeable settling occurred. The clip was deployed on the mitral valve. However, after deployment, the clip opened from roughly 10 degrees to roughly 20 degrees. To stabilize the opened clip, two additional clips were deployed, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.